Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after being exposed to water the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had an alternate therapy available for diabetes management.